Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The representative reported via e-mail that the customer experienced low blood glucose. The customer's blood glucose was 42 mg/dl at the time of incident. The representative stated that the customer passed out due to the low blood glucose. The representative stated that the customer was given a glucagon shot by the customer's husband. The insulin pump will not be returned for analysis.